Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller reported that the pt just saw their hcp, dr. (B)(6) (unable to ask first name due to caller disconnecting), and the hcp wanted the pt to get their stimulator and therapy settings looked at since they had not in a long time. Caller said that the pt has had difficulty walking and pain in their legs for a long time. Caller said that the pt's therapy worked better when they initially got the implant. Troubleshooting was unable to be performed as caller no longer wanted to troubleshoot and disconnect the call. Before disconnecting, pss gave caller ps number to call back if they needed further assistance. Additional information received. Patient reported they had ins replaced. Surgery date was (B)(6) 2021.